Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a consumer with an implantable neurostimulator (ins). It was reported that the patient was experiencing premature battery depletion, over discharge and ¿variable stimulation¿ feeling. An ins interrogation was needed. The patient was nearing end of service on the ins and getting mixed results because of the age of the battery. The patient is looking forward to getting a new intellis ins. The replacement was planned before these events and will take place after covid-19 is resolved. The issue was resolved. No environmental or external factors contributed to this event. No symptoms were reported. No further complications were reported/anticipated. No new information. The indication for use is peripheral neuropathy and spinal pain.